Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that procedure, vasoview hemopro 2, the or circulator attached the co2 directly to the flowmeter on the cylinder instead of using the insufflation box that was instructed. They told the staff to place the insufflation settings to a pressure of 10mmhg and a flow of 3 liters per min. During the vein harvest with hp2, the co2 pressure must have exceeded systemic pressure resulting in a systemic co2 increase in the blood as well the end-tidal co2. No air embolus was detected. The co2 was discontinued and evh harvest was aborted. The patient¿s co2 level normalized. The vein was completed using an open harvest. No procedural delay. The evh was aborted but the procedure continued normally and was completed successfully. The procedure was completed successfully using an open harvest there was no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000315473 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.